Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was too proximal and canted. The closure device was fully recaptured and removed from the patient. The physician decided to exchange the positioned was for a watchman trusteer access system (was) and selected a new 24mm wds. The physician positioned the new was in the laa of the patient and then inserted the new wds. The closure device was advanced to the distal area of the laa and the physician proceeded with unsheathing, but the closure device released from the core wire. The device was canted facing the coumadin ridge and more than 1/2 the device on the mitral side was exposed. It was noted there was a 5mm gap on the limbus side and it was decided to proceed with removing the device. The physician attempted to extract through the trusteer with but was unsuccessful. After consulting with a total of three physicians the decision was made to leave the device. There was no harm to patient nor any clinical changes at end of procedure. The patient was kept overnight, and a computed tomography ordered for more assessment and follow up.